Event description:
Unomedical reference number (B)(4). Event occurred in the uruguay. On (B)(6) 2024, it was reported that a bent cannula was observed when she removed the infusion set. The site location was the abdomen, and the bent cannula occurred on the first day after the infusion set had been in use for only a few hours. The serter was used in insertion method. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.